Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing.